Event description:
It was reported that this right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature and a signal artifact monitor (sam) episode. A lead fracture was suspected. Technical services (ts) discussed potential troubleshooting options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature and a signal artifact monitor (sam) episode. A lead fracture was suspected. Technical services (ts) discussed potential troubleshooting options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that the patient was seen in clinic and oversensing was noted in both unipolar and bipolar configurations. Noise and oversensing was able to be recreated with patient isometrics and provocative maneuvers. An x-ray was performed, however, did not clearly identify a fracture. A fracture was suspected to potentially be in the area where the lead enters the subclavian vein at a sharp angle. The physician opted to reprogram sensitivity and left the lead programmed to unipolar configuration and will continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being filed to correct field: h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature and a signal artifact monitor (sam) episode. A lead fracture was suspected. Technical services (ts) discussed potential troubleshooting options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that the patient was seen in clinic and oversensing was noted in both unipolar and bipolar configurations. Noise and oversensing was able to be recreated with patient isometrics and provocative maneuvers. An x-ray was performed, however, did not clearly identify a fracture. A fracture was suspected to potentially be in the area where the lead enters the subclavian vein at a sharp angle. The physician opted to reprogram sensitivity and left the lead programmed to unipolar configuration and will continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.